Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The provided information has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. In the recording period between 30-aug-2019 and 28-sep-2019, the right ventricular (rv) pacing threshold rose gradually from 0.5v to 3v and the rv sensing amplitude dropped end of september 2019 from greater than 20mv to 2mv with two peaks to approximately 5mv. The rv pacing impedance fell gradually from 550 ohms to 250 ohms in the beginning of october 2019, after that it fluctuated between 250 ohms and 480 ohms. The analysis of the provided x-ray sequence showed a perforation of the ventricular wall, as described in the complaint. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 2 months, it was reported that the x-ray imaging showed that the lead had likely pierced the ventricular wall.